Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. Product received but not yet evaluated.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. A visual inspection of the device revealed it had fractured into 2 pieces, half way up the shaft. The device history records for the 00-5983-040-48, lot # 63154906 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified apart from one piece being scrapped during manufacturing. A complaint history search for this item and lot combination found no other reports of this nature. This device is used for treatment. No corrective or preventive action needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. No operative notes were provided hence it is not possible to determine if the surgical technique was followed. This risk also mentioned on the device's packaging insert ((B)(4)) state that the device can fracture if subjected to high loads or impacts. Based on this information, the root cause for failure cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the screw fractured when it was removed from the guide.